Event description:
It was reported that there was air in the patient line during automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected for therapy and was in initial drain. The technical service representative (tsr) reviewed the proper procedure with the hp and instructed the hp to setup with all new supplies. The tsr assisted the hp with ending the therapy. During the troubleshooting, it was reported that the patient line did not fully prime before the patient connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.